Event description:
The patient presented for a device change out procedure. During the procedure the pacemaker exhibited no pacing immediately following diathermy and the pacing recovered for around 30 seconds. The patient had underlying slow ventricle escape rhythm and was not harmed. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
Burn marks were found on the device¿s can from exposure to diathermy/electrosurgical cautery. Analysis was normal. No anomalies were found.